Event description:
It was reported that during in-house engineering evaluation, it was determined that the 4k c-mnt scp,4.0,30,167,mitek device was chipped/shaved/delaminated. It was initially reported that before a shoulder arthroscopy procedure, it was discovered that there was an issue with scope being cracked. It was reported that the patient was not affected since the event happened before the procedure started. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary photos were provided for evaluation. Visual inspection of the returned photos found no observations pertaining to the nature of the reported event or any other anomaly. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged. Distal tip distal tip damaged scratches and knicks - illumination distal lip fiber damaged - particulate, optics particulate in system - cosmetic issue scratches/dents rust/discoloration. Labeling : illegible etch, visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked. Per service report, this complaint was confirmed. The label, tube, optical, housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified.